Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection no physical damage. Review of the event history log confirmed no miss-setting or other errors related to the reported issue. Functional testing could not replicate the reported issue; pump accuracy was within specification. The root cause could not be determined. Software was re-installed preventatively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited low flow error. It is unknown if there was patient involvement, no adverse patient effects were reported.